Event description:
The repair request stated "the hose blew up during surgery." Further investigation indicated that the hose (exhaust) became disconnected from the motor. No oil sprayed out- no patient involvement.